Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath/stylette. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one resolute onyx coronary drug eluting stent when stent deformation occurred in-vivo during positioning/advancement. There was also inflation difficulties experienced. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a severely tortuous lesion with moderate calcification located in the ramus. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The distal stent wraps remained intact on the balloon. The mid stent wraps were raised and stretched, and the proximal stent wraps had moved proximally and were positioned over the proximal markerband. No deformation was evident on the distal tip. The device was inflated to nominal pressure (12 atm) with no issues noted. No other damage was observed on the remainder of the device. Correction: the stent was deployed in the lesion. The procedure was not completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.